Event description:
Reportedly, customer stated that the number of the continuous cardiac output seemed very low while the pt was in pre-operative and in a sinus bradycardia. Unsure whether cautery could have been going on at the same time but when the numbers were compared with bolus and echo the continuous cardiac output number was extremely low .9-1.2. Post operative the catheter appeared to work fine.

Manufacturer narrative:
Device not returned.